Event description:
It was reported that during testing conducted at the manufacturer facility, the device ran without user activation. As this occurred during testing at the manufacturer facility, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.